Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a roller pump jam. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr), replaced the roller pump pod assembly and performed functional checks. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.